Manufacturer narrative:
E1: establishment name- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the bronchovideoscope exhibited error code e315. There was no patient involvement.